Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service at the third-party bench repair service the charging port was discovered to be physically damaged with the center pin missing. As the device was removed from service at the time of the event, there was no patient involvement.